Manufacturer narrative:
The device has been returned for analysis and investigation is pending.

Event description:
Information provided states that patient had m6-c tdr implanted at c4/5 in (B)(6) 2020. Patient experienced pain, with suspected osteolyisis. The surgeon removed the m6-c and replaced with acdf at c4/5.